Manufacturer narrative:
Failure analysis for fiber 0010-2400-618a (B)(4). The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits mild devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Based on the device analysis, the probable root cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the system went into standby after approximately 30 seconds lase time in coagulation mode. The system again went into standby mode at 51 seconds lase time and the output beam was observed to be firing out the end. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok". There was no injury reported.